Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred during pumping. Additionally, it was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The customer's blood glucose level was 352 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.